Event description:
Boston scientific received information that the patient with this device system suffers from twiddler's syndrome. As a result, the physician had elected to implant this device in a pouch. During a routine device change out procedure, when the physician opened the device pouch, extensive calcification was observed. The set screws were found to be stuck in the device header. When attempting to remove the leads, the leads were ultimately destroyed. The device was explanted and the leads were surgically abandoned. A new device system was implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.